Manufacturer narrative:
(B)(4). Investigation results: a deployed wallflex biliary rx covered stent and delivery system was received for analysis. Visual examination of the returned device found three (3) holes in the silicone coating at the distal end of the stent and the light blue outer sheath was kinked at multiple locations. There were no issues noted with the stent and no other issues were noted with the device. The noted damages to the returned device were consistent with excessive force being applied to the delivery system during the procedure and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the patient and another wallflex biliary rx stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the stent cover was damaged.